Event description:
An affiliate reported that there was a problem with the hub of infinity catheters being incompatable with the injector. When connecting the infinity catheter directly to the injector, the catheter hub was a little bigger than the injector's connection.

Manufacturer narrative:
This is one of four products involved with this event in which associated MFR report numbers are 9616099-2009-00587, 9616099-2009-00588, 9616099-2009-00589. Add'l info will be submitted within 30 days of receipt.